Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staples did not form properly and some bleeding occurred. The surgeon used cautery to complete the procedure. The hospital has reported no pt injury occurred.